Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on 29-sep-2019 a perfusion screen was opened and the default level setting was alert/alarm. The level detection was turned on and four seconds later the user selected alert only which will disable alarm detection. Most likely the user did not realize they did this and called in a complaint when the alarm probe did not alarm. The field service representative (fsr) informed the user of this setting so they were now aware. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The end user reported that the level alert worked properly but it would not detect alarm when level went below alarm sensor. They switched the alert and alarm cable at the sensor pad only and then the alert would not work but the alarm would. They interchanged the alert and alarm cable (red sensor now in yellow sensor position) and alert would work but alarm would not. They replaced the module but were not sure how to reassign so they put the old modules back in. After that, the module powered back up and both alert and alarm worked properly. The field service representative (fsr) was unable to duplicate the issue. He repeatedly tried manipulating the level sensor cable and connections at sensor head and module. He looked in the logs and it showed that alert only had been selected, which would have disabled alarm. The unit operated to the manufacturer's specifications.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure it was reported that the alarm sensor would not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.